Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated, and the reported single leaflet device attachment (slda) is likely a result of forces on the clip due to the tethered leaflet (patient morphology) and the reported movement in the clip after deployment (resistance felt). While the reported resistance felt in the clip is likely attributed to the procedural conditions of the difficult to deploy, a definitive cause for the difficult deployment could not be determined. It is possible that there were possible procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that clip deployment was difficult and the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The posterior leaflet was tethered. The clip delivery system (cds) was advanced to the mitral valve leaflets and leaflet grasping was performed. During clip deployment, the actuator knob was pulled but the clip did not release. While retracting the handle, some resistance was felt with the clip. At this point, the clip deployed. After deployment, the clip slipped off of the anterior leaflet, and remained attached to the posterior leaflet (single leaflet device attachment/slda). The mr was 4+. It was noted that the clip was also attached to the anterior chordae so it was determined that the clip had been deployed in the chordae. Two additional clips were deployed for treatment, reducing the mr to 1-2. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.